Event description:
Caller reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, and was instructed to continue using the pump, with advice to call back if the malfunction recurred.